Manufacturer narrative:
Product ID 3095-10, serial# (B)(4), implanted: 2006 (B)(6), product type extension, product ID 3023, serial# (B)(4), implanted: 2006 (B)(6), product type implantable neurostimulator. (B)(4).

Event description:
It was reported that while the patient was sitting on the couch last night, the device increased on its own. The device did the same thing today while she was going into stores. The patient had not checked her device with the patient programmer. Additional information has been requested, but it was not available as of the date of this report.